Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate electric shocks due to oversensing. The patient was seen in the clinic and subsequently, a revision procedure was performed. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Additional manual testing was performed and again, the device exhibited normal sensing with no noise observed. Analysis did not identify any device characteristics that would have caused or contributed to the oversensing and inappropriate shock therapy observed clinically.

Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate electric shocks due to oversensing. The patient was seen in the clinic and subsequently, a revision procedure was performed. The s-ICD system was explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.